Manufacturer narrative:
(B)(4). Damaged jaws. Evaluation summary: the analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy the staple could not be loaded. Another device was used to complete the case. There were no adverse consequences to the patient.